Event description:
New information received: device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up in clinic, upon device interrogation premature battery depletion was observed on the device. Patient was asymptomatic. Device explant and replacement procedure is scheduled. Patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.